Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room due to the pain from the lifevest and received a muscle relaxer. Follow up indicated that the bruising and pain improved.